Manufacturer narrative:
The device was received for sample evaluation. Visual inspection was performed using naked eye, which identified damaged tubing located under the twist sleeve near the occluder feet. An additional issue of particulate matter (loose non fluid path) was also identified, cause undetermined. Functional testing performed, included leak testing, clear passage test, clamp function test, and device-device interaction testing, revealed a leak from the damaged tubing with the twist clamp in the open position. The reported issue was verified. The cause of the reported leak was determined to be damaged tubing (located under the twist sleeve near the occluder feet) identified during visual and functional inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. The patient did not mention the specific location of the leak. The hospital replaced the transfer set for the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.